Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the valve was opened to 80% but looked constrained. The physician opted to withdraw the system from the patient and perform a pre-implant balloon dilation due to the bicuspid native valve. After the balloon dilation, a new valve and new dcs were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.